Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: lobectomy. Event description: (B)(6) hospit. "The clip did not come out." Product is available for return. *additional information was received via email on 02 july 2025 applied medical representative: "it did not occur again, during the operation (after 3 or 4 times). The 5mm applied trocar was used. The clip did not properly seat into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was manually removed as a loaded clip, leaving the feeder exposed. The device was not actuated and reset. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Event description:
Type of procedure: lobectomy. Event description: [name] hospital "the clip did not come out." Product is available for return. Additional information was received via email on 02july2025 applied medical representative: "it did not occur again, during the operation (after 3 or 4 times). The 5mm applied trocar was used. The clip did not properly seat into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was manually removed as a loaded clip, leaving the feeder exposed. The device was not actuated and reset. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Component inspection observed roughness in the jaws, preventing recoil. Based on the condition of the returned unit, it is possible that the reported event was due to excessive binding between the jaws and closure member. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.